Event description:
It was reported that the arctic sun device that alerted 116 (patient temperature 1 change not detected) or alert 117 (patient temperature 1 change not detected). They would like to know what the alarms mean and what their recommendations were. Explained the alarm was a safety alarm to ensure the probe was properly in place and connected to the device. When minimal change in the patient temperature was detected, it senses there might be an issue with the probe. The recommendation was to confirm probe placement and connection, check for correlation with an alternative source, and change the temperature probe if needed. Tm stated they would discuss this with the nurse.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak / thermistor wire too weak". The DHR review that cannot be completed due to no lot number. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device that alerted 116 (patient temperature 1 change not detected) or alert 117 (patient temperature 1 change not detected). They would like to know what the alarms mean and what their recommendations were. Explained the alarm was a safety alarm to ensure the probe was properly in place and connected to the device. When minimal change in the patient temperature was detected, it senses there might be an issue with the probe. The recommendation was to confirm probe placement and connection, check for correlation with an alternative source, and change the temperature probe if needed. Tm stated they would discuss this with the nurse.